Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was reported that the surgeon noticed a cable broke on the pk dissecting forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was frayed. The instrument was found frayed at the distal idler. No damage was found on the clevis. Failure analysis investigation also found there were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable if to recur could cause or contribute to an adverse event.